Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that upon attempting to insert sensor, the needle housing popped off. Customer was advised that sensor and serter would need to be replaced. No further information provided.